Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump had an external ram error alarm. Customer¿s blood glucose value was unknown. Customer stated that the insulin pump was not able to rewind. Customer stated that the insulin pimp had an unexpected restart error test and the insulin pump was able to clear the alarm as well as able to complete rewind. The device will return for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test, a21 test and self test, no error noticed during testing.